Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported by the customer during a manufacturer onsite visit that they frequently encounter a "channel error" when attaching the pump modules to the pcu. Pump noted to have displays of blue/green on iui. There was no information on patient involvement or patient harm.